Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(4) reported this lead exhibited low impedance and noise.

Manufacturer narrative:
Combination product: yes. The following information was provided on 7-oct-2024: need of a lead extraction of their right ventricular lead due to noise that appeared on remote transmissions. The system extraction was performed on (B)(6) 2024. All leads were removed with exception to this pace sense rv lead due to the patients vital signs becoming unstable during extraction and the decision was made to abandon the lead. On (B)(6) 2024 a new right sided df4 dual chamber ICD system was implanted successfully. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.